Event description:
Customer reported low blood glucose symptoms with result of 9.2 mmol/l obtained on the mobile system. He re-tested on the aviva system within 10 minutes and the result was 3.4 mmol/l. Customer self-treated with biscuits and low blood glucose symptoms improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278197, expiration date 04/30/2014). Reference medwatch report with (B)(6) for the suspect device used in the aviva system.